Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he was at an (B)(6) store and left the store in pain. The patient reported that he went home and checked the system and it was off. The patient noted that this occurred right after the system was put in. No further complications were reported.